Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a chest x-ray and computerized tomography (CT) scan confirmed the right ventricular (rv) lead is across the patent foramen ovale and attached to the left ventricular (lv) lead myocardium. Anticoagulants were administered and a revision is planned. No patient complications have been reported as a result of this event.